Event description:
Evaluation summary: the device was returned to the manufacturing facility and there was no detachment on the device. The stent was positioned between the marker bands as per specifications. The 4th distal stent segment was raised and deformed. The stent was partially flattened. The distal tip was slightly damaged.

Manufacturer narrative:
(B)(4). Results - (target lesion exhibited 80-99% stenosis and severe calcification). Conclusion - (target lesion exhibited 80-99% stenosis and severe calcification).

Manufacturer narrative:
.

Event description:
The physician intended to implant a 2.5 mm diameter x 24 mm length driver rapid exchange (rx) coronary stent to treat a lesion in the cx. The target lesion exhibited 80-99% stenosis and severe calcification. The lesion was pre-dilated using a 1.5 x 6 mm sprinter balloon. It was reported that the shaft of the driver rx catheter detached while the physician was attempting to advance the device across the lesion. The device was removed from the patient. No clinical sequelae were reported.